Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Additional information was received that the patient¿s lead was damaged due to non-device related procedure. It was noted that there was no action taken with the ipg as it was fully functional. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had telemetry error. It was noted that the patient had premature battery depletion and one of the lead was non-functional. The patient underwent a successful trial procedure and will be getting permanent implant and ipg replacement.

Event description:
A report was received that the patient had telemetry error. It was noted that the patient had premature battery depletion and one of the lead was non-functional. The patient underwent a successful trial procedure and will be getting permanent implant and ipg replacement.